Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: ng; lab : 8.0. Nurse called regarding a meter that had discrepant results in (B)(6), but it was not reported until (B)(6) 2010. Instrument was taken out of service and was just recently found. Facility had a pt that measured normal with the inratio meter (no specific data given). Pt was showing signs of bleeding (vaginal and from gums) and was sent to the hospital. She was given vitamin k. Therapeutic range: 2.0 - 3.0 inr.

Manufacturer narrative:
Investigation pending.